Event description:
It was reported that there was generalized report of air in line error from the clinical floors. The customer was unable to duplicate the issue and also unable to determine whether the issue is due to incorrect loading of administration sets or contamination on the air-in-line sensor. This has not been occurring with the new alaris system version 12.3 devices. This was reported to bd representatives during site visit. There was no information on patient outcome. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause the root cause for the reported issue of an air in line error was not determined because no products or device logs were returned.